Event description:
It was reported that cgm displayed error message 42. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions for performing pump reset, completed reset with guidance, and after reset bluetooth function was restored and error did not reappear.